Event description:
A facility reported that after the microsensor was implanted into the patient (before implantation site closure), the icp showed wrong readings with 800 mmhg. The physician changed with another icp which still could not show the normal readings, then changed with another of the same microsensor to complete the procedure. A 20-minute delay was noted, and no adverse consequences reported. The patient is in stable condition.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
The icp sensor catheter kit was returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - sensor diaphragm is broken, icp read 829 (high) no testing possible. Therefore the complaint condition could be confirmed through fa. Root cause - based on the above evaluation, we were able to confirm the complaint and determine the cause of the problem stated to be mishandling of the catheter. Therefore the complaint and root cause could be confirmed by failure analysis. Currently the complaint issue does not represent an adverse trend, however the issue will continue to be monitored and trended through the complaint evaluation process. The risk remains acceptable per the risk analysis.

Manufacturer narrative:
The icp sensor (ID 826633) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. The DHR was requested from the supplier for lot number jn7006. The lot number provided is associated with the supplier that kits the product, not the supplier that manufactures the product. Based off the DHR provided for kitting, the product passed all visual inspections.